Manufacturer narrative:
This follow-up MDR is created to document the corrected implant date and the evaluation of the returned device. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the pump body/bulb and both cylinder bladders. Testing revealed these to all be sites of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. Very limited testing could be completed on the returned components. As not all testing could be completed, due to the as received condition, quality cannot determine the cause of the reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.